Event description:
During pre-diation of the target lesion site located in the pt's mid left anterior descending artery, a "small episode" of pea occurred in the pt. The user facility reported that they were able to "get her back" and the physician subsequently decided to place a stent. While attempting to advance a coronary stent with delivery system to the target lesion, the physician was unable to negotiate the sds around the first turn. Subsequently, it was reported that the pt became eschemic and ultimately expired.